Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. On the same day as onset, the patient began intraperitoneal treatment for the peritonitis with vancomycin, amikacin, and ceftazidime (doses and frequencies were not reported). One week after onset, the cloudy pd effluent remained, so the patient was hospitalized for the event and the patient underwent surgery for pd catheter removal and an abdominal cavity lavage. On an unreported date, the patient was transferred to hemodialysis therapy. On an unreported date, the patient began treatment for the event with intravenous (IV) vancomycin. At the time of this report, the patient remained hospitalized for the event and treatment with IV vancomycin was ongoing. At the time of this report, the patient had not recovered from the event. No additional information is available.

Manufacturer narrative:
On unknown dates, the treatment for the peritonitis with vancomycin was discontinued and the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, the patient remained on hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.